Event description:
Call received from facility reporting that customer has experienced two incidents in which tubing leaked as a result of "pin-holes" noted in set. This was noted in two incidents during prime of propofol. It was confirmed that there was no pt or staff injury.